Event description:
It was reported that the patient was having an increase in breakthrough seizures. The relationship of the increase to pre-vns levels is unknown. Per the physician, the patient has had "excellent efficacy" with vns and the surgeon planned to replace the device due to the length, it has been implanted. Patient underwent surgery to replace generator prophylactically in 2009. Attempts for further information and product return are in progress.